Event description:
Patient had a feeding tube placed endoscopically. About 2.5 weeks later, the patient had complaints of ongoing abdominal pain with accompanying abdominal distension. The physician was notified, after which an abdominal x-ray was obtained. The x-ray revealed that the beads from the weighted tip had been dispersed in the duodenum. The feeding tube was removed. Reportedly, a large hole was noted in the weighted portion of the tube.